Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was not further described. The same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date during hospitalization, the patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). Pd therapy was ongoing. The patient was discharged five days after admission. At the time of this report the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.